Event description:
Customer's blood test on her contour system read hi compared to her result on another meter which read 130 mg/dl. No adverse events alleged. The difference between the results could fall in the "c" or "d" zones of the consensus error grid. Customer strips were replaced and she is expected to return her strips for evaluation.